Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was observed due to right ventricular (rv) lead micro-dislodgement. The device was reprogrammed to resolve the issue. The patient experienced no adverse health consequences.